Event description:
I got mentor cohesive gel implants in (B)(6) 2009. Around 6-7 months after ((B)(6)), I started having neck issues, brain fog, memory loss, muscle and joint pain. I was going to massage, chiro and physio every week for almost 3 years. It progressed to burning my back and taking narcotics to control pain. I also started to have poor sleep, insomnia, chronic sickness when I never used to get sick. I started using all my sick days as a teacher and had no life outside of school because I had no energy. I had a very rare premature birth of my twin girls in (B)(6) 2011 at (B)(6) gestation. They were born alive and still considered a late term miscarriage. I also had preterm labor with my only child. I think I had to have a hydro due to debilitating pain. My thyroid got worse and eventually another rare occurrence, my cervical lymph node blew up with cancer in it. The pathology report stated there were "scant levels" only. So my lymph node should not have blown up with scant levels. My ent is going to see if my nodes and thyroid are still in storage to check for silicone involvement. I have been suffering with massive, painful, disfiguring rashes on my face and body for over 5 years and new spring allergies that I never had before. I developed migraines and vision issues that keep getting blamed on my constant sinus infections. My symptoms below have been in a constant cycle for the last 5-6 years. Fatigue, extreme muscle and joint issues (also just diagnosed with osteoarthritis and a calcified shoulder tendon that randomly fixed itself but comes back every few months), hair loss, itchy palms and feet with full body rash, thyroid issues and my cancer has not been responding to treatment the way it should. Please feel free to pull my records from the (B)(6) cancer centre in (B)(6) to see just how abnormal my body has been, including my new allergy to the only medicine keeping me alive, my thyroid replacement. Major night sweats (I had to buy a water proof pillow and mattress protector), zero libido, easy bruising, constant throat clearing, and difficulty swallowing like my throat is closing. Gerd, vertigo that lasts a few hours and goes away, ibs, intolerance to hot or cold, persistent bacterial, viral and fungal infections including the skin rash, constant yeast infections, sinus infections, constant tinnitus, food and medicine intolerances and allergies, ocular migraines, heart palpitations (random), swollen painful lymph nodes in armpit and neck, random urgent urination and bowel movements, burning pain in breasts, shortness of breath, liver growths, pelvic cysts, infertility, anxiety, depression and panic attacks. I actually started making my playlist for my funeral because I feel like no one knows what is wrong and they all keep telling me it's in my head. Raynaud's syndrome, scleroderma and lupus symptoms without the positive ana. I'm sure there are more but I see dr (B)(6) on (B)(6) 2019 and get the official report to add to this at that point. Brain fog will make me forget to do this, period. So I did it when I remembered to do it. I can scan and send my medical records to show the hospital visits and drs accounts of my symptoms if requested. FDA safety report ID# (B)(4).